Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new ra lead with a different model was successfully implanted. No additional adverse patient effects were reported.